Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: external control system failureadditional text: alarms to "change controller" (B)(4) 2010specific component(s) involved: component malfunction, specifyadditional text:other component: pbu cable to controller twisted causing "change controller" alarmcausative or contributing factor: patient noncompliance in device maintenance and protection; patient error in caring for systemother cause:intervention(s): replacement of external controller; replacement of other component, specify; other interventions, specifyother intervention : replacement 2 original controllers after "exchange controller" alarmsimplant device type: lvadmalfunction device type: